Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a link break was noted when the plunger was pulled back. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18f and the aaa procedure was completed. Hemostasis was achieved in the rcfa with the pre-placed proglide sutures. Additionally, one proglide device was used successfully to achieve hemostasis in the left common femoral artery access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported link break was confirmed and a needle to cuff miss was observed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.